Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. The device was returned to the manufacturer after being explanted due to an upgrade. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): this device was explanted from the field. Preliminary analysis noted rapid battery depletion in the weekly battery voltage trend. The analysis of the hybrid documented nominal current drain in both por pacing parameters with no pacing loads and ventricle chamber pacing with a 511 output load. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The battery was forwarded to mecc for additional analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product ID 694965 implantable tachy lead implanted: 2007 (B)(6). (B)(4).